Event description:
It was reported that the insulin pump has a protruding drive support cap. The blood glucose reading is 95 mg/dl. Caller stated that her son has had odd blood glucose readings. Received the safety notification letter regarding the drive support cap. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. Missing end cap sticker.